Manufacturer narrative:
(B)(4).

Event description:
The patient's device "just stopped working a few months ago". She was not able to turn it on. Changing the batteries in the patient programmer did not help. When the device was working, it helped her pain a lot. Additional information has been requested.